Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and reportable malfunctions were noted where the forceps cover had a missing ke-45 adhesive and the pink cover tip has a cut. The most probable cause of the discovered damage is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the forceps cover of the ultrasound gastrovideoscope had a missing ke-45 adhesive and the pink cover tip had a cut. There was no patient involvement.